Event description:
Customer had a high blood reading of 24.5 mmol after he used temporary basal rate (tbr) while golfing. Customer was able to give a bolus to self-treat for the high blood reading and he didn't require any outside assistance. His readings returned to normal range. Customer attributes the high blood glucose level to delivery issue when he uses the temporary basal rate (tbr). No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).